Event description:
It was reported that an ilet device was accidentally dropped during running, resulting in the screen separating from the housing while the device continued to function. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no medical intervention and no hospitalization. Investigation included collection of user reports and assessment of device function through customer support troubleshooting. Investigation of this device revealed physical damage to the device housing and display assembly consistent with impact-related screen separation, with no associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to accidental drop.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.